Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had medtronic flashing logo on the display and also had a replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported receiving replace battery alert replace battery now alarm after receiving a low battery warning. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No flashing medtronic logo alarms noted during testing. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, pump received with a high sleep and active current measurement. In further full review in the pump history found an unexpected low battery alarm (104) on 08/28/2024 at 11:49:00.000. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep and active current measurement is isolated to pcba 1. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged flashing medtronic logo not confirmed during testing. However, alleged for unexpected low battery alert confirmed in the pump history and pump received with a high sleep and active current measurement, problem isolated to the pcba 1. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.